Event description:
Reporter alleged blood glucose device generated a reading outside the reading range of the meter. Customer stated obtaining a result of 871 mg/dl. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.